Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #218887766: the inspection shows scratches in the liner of the extended working channel most likely cause of the peeling of the ewc liner is use of a tool with sharp edges.

Event description:
During a superdimension enb procedure the physician had difficulty advancing the locatable guide through the extended working channel. He completed biopsies and when the extended working channel was removed a significant amount of string-like material came out. He is unsure if he removed all of the material from the patient.